Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the event capsular contracture could not be observed as it is a physiological complication. The event of crease/fold was not observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "irregular, defined, lobulated contours". The device has been explanted.

Event description:
Healthcare professional reported insufficient information. Healthcare professional later reported capsular contracture baker grade iii and "irregular, defined, lobulated contours" via us. This is a right side record. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.